Manufacturer narrative:
Olympus followed up with the user facility to gather additional information regarding the event without success. A total of five biopsy forceps were received for evaluation, one that had been used, and four brand new devices. The used biopsy forceps was evaluated, and functioned normally when tested. All five devices were forwarded to the original equipment manufacturer (OEM) for further evaluation. The OEM reviewed the manufacturing process and confirmed the devices performed normally and were not the cause of the reported event.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three patients involved in this event. The user facility reported that during three separate colonoscopies, the patients' tissue was torn as the device was being removed from the scope. The physician used clips to stop the bleeding on one patient while the other two patients did not require additional intervention. All three procedures were completed. Please cross reference MFR. Report numbers: 8010047-2010-00034 and 2951238-2016-00147 to account for the three patients as referenced in the original report. The following report will be supplemented to cross reference the two associated complaints: 8010047-2010-00034.